Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was corrosion found on the j501 in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt failed an ECG fall off test.